Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom, which was reproduced. The device evaluation confirmed the symptom and found all keys inoperable, except the 2nd soft key, and was caused by a failed keypad having a stuck 1st soft key. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it had a malfunctioning keypad (stuck first soft key). There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.